Event description:
It was observed during the device inspection, that the videoscope exhibited a detachment of the tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to an external factor. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: instruction manual describes the following. Physical damage might be prevented by following these descriptions. Do not bend with excessive force, hit, twist, or pull the insertion tube of the endoscope, bending section, control section, universal cord, video connector, and light guide connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like the ccd cable can result. Olympus will continue to monitor field performance for this device.